Event description:
It was reported that during an implant procedure, the lead measurements were changing significantly and the physician felt the lead may have been cut while being sutured. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed no anomalies. There was blood (not obstructed) on the proximal conductor and a breached cut on the outer insulation. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.